Manufacturer narrative:
Investigation revealed there are multiple primary root causes that led to the reported issue: 1. Difference in dicom implementation across vendors and products 2. Logic error in the usage of dicom tags in the universal viewer product for digital projection modalities. 3. Requirements are lacking details. 4. Cross-functional communication. 5. Insufficient dicom conformance statement.

Manufacturer narrative:
There was no patient involvement. Ge healthcare's investigation is ongoing. A follow-up report will be submitted when the investigation is complete. Device evaluation anticipated, but not yet begun.

Event description:
Distance measurements may not be calculated accurately by the universal viewer when applied to images acquired with a magnification factor on siemen's xa modality (angiography x-ray images) . During a product demonstration of the universal viewer web 6.0 , a radiologist measured values onscreen equaling to 1.36cm and 1.31cm, when the actual measurements should have been around 1cm. If not noticed by the caregiver, this could lead to an overestimate of the anatomy of interest. When a modality sends images to pacs that only contain values in the imager pixel spacing (0018, 1164) , and magnification factor (0018, 1114) dicom tags, but do not include a value in the pixel spacing (0020,0030) dicom tag the measurements may be inconsistent with the magnification factor resulting a discrepancy in the measurements displayed on the viewer. Ge recommends that users include an appropriately placed object of known size in the image to be used for calibration that will allow users to obtain accurate distance measurements. Upon calibration the measurements are correct. There was no patient involvement.